Event description:
The pt was revised, due to pain. The patela was found to be sheared off and the insert was worn.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info, however, the reported pt large physical stature, activity level, and time of implantation are possible contributing factors. In addition, polyethylene wear after fourteen yrs implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed. Should additional info be received, the investigation can be reopened.